Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high rheumatoid factor (rf) results generated by the synchron lx I 725 clinical system. Rf results were not reported out of the lab. Customer indicated the samples had been sent out for confirmatory testing. Patient results were not supplied. Patient treatment was not affected.

Manufacturer narrative:
Customer used reagent lot m004772 and calibrator lot m908740. Calibration and qc results faxed by customer were acceptable. No system error messages were noted. Service was not dispatched. Investigation into root cause of this issue is ongoing.